Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at ipg site. The patient has effective stimulation. As a result, the ipg was repositioned on (B)(6) 2019. Therapy was restored post-op.